Event description:
A surgeon reported a retinal detachment with an implantable collamer lens. Additional information has been requested, but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Method: medical review. Results: per the medical review - retinal detachment is a known risk for high myopic eyes as the natural course of pathologic myopia. Incidence of retinal detachment in the icl FDA clinical cohort for myopic eyes was 0.6% (3 eyes from 526). (B)(4).

Manufacturer narrative:
No address is known for this doctor. Event problem : patient: (B)(4) - retina, detached. Device: (B)(4) - unknown. (B)(4).